Manufacturer narrative:
(B)(4). Batch #m90h0y. Additional information was requested and the following was obtained: what is the surgeon¿s experience with other bi-polar products? Yes, others. Not our bi-polar, but used kileppinger. Was the suturing of the bleeding site done vaginally or through laparotomy? Open. What is the current status of the patient? Fine. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? No. When is surgeon advancing knife blade in relate to tone 2; was tone 3 heard? Technique is ¿sound¿ follows opd. How long has the surgeon and account been using the gen11 and the nslg2s35a? Enseal 5 years. Was the tissue thick, dense and fibrous? No. Was a transfusion required? No, blood loss amount not known. How was the bleeding controlled during the procedure? Suture on bleeding site after opened. Was this the only time during the procedure that hemostasis was not achieved? Yes. Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Not known. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Not known. Does the patient has a known coagulation disorder? Not known. Has the patient taken any steroids? Not known. What was the total blood loss? Not known. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the surgeon noticed bleeding while doing vaginal portion of the procedure. Could not control it so had to make open incision to control bleeding. He found that left ip ligament was the source of the bleeding and he sutured it. He had sealed it with the enseal during the laparoscopic portion of the procedure. Apparently, the seal had failed at some point after finishing the laparoscopic portion and going below for the vaginal portion. He did not notice anything unusual or defective about the enseal while using it laparoscopically. It was producing heat and energy and all of the tones to include the completion end tone. The patient was opened.